Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. No anomalies were found, however, the distal conductor contained blood/ body fluid, but was not obstructed.

Event description:
It was reported that during the implant procedure there were no viable target vessels that allowed for stable lead placement. Positioning/fixation difficulty along with threshold high/unstable/unmeasurable was noted. The lead was not implanted. No patient complications have been reported as a result of this event.